Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator had failed and not detected on bus. A field service engineer (fse) found that bin 2.3 would unlock, but when the customer pressed accept and closed the bin, it did not recognize that the bin was pushed in. The bin locked, but the blue light continued blinking. The fse replaced the irac board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the unit had failed. When attempting to recover it, the system prompted them to pull the bin out. Although the bin was flashing blue, it remained locked after being pulled and would not allow the drawer to be removed again, preventing recovery. It appeared that the system was not recognizing that the drawer was inserted. The user rebooted both the refrigerator unit (helmer) and the station multiple times, but the failure persisted. After the third reboot, a new not detected on bus error appeared, which continued even after an additional restart. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.